Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter displays error 1 message. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for follow-up questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began on (B) (6), 2010 (time not specified). The pt stated she manages her diabetes by self adjusting her insulin (type and dosage not known). In response to the alleged issue, the pt claimed she had less food/drink on (B) (6), 2010. On the same day, after the alleged issue occurred, the pt complained of feeling sweaty, shaky, and weak. However, it is not known if the pt correlated these symptoms as having high or low blood glucose. The pt stated she administered self treatment by injecting humalog (dose not specified) and 6 units of lantus; however, the time of treatment is not known. On the morning of the alleged issue (time unspecified), the pt also stated she received a blood glucose reading of "143 mg/dl" with another meter. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.